Event description:
Revision surgery - the glenoid failed due to poor bone stock and the patient's non-compliance with the surgeon's post operative directions.

Manufacturer narrative:
Left in patient.

Manufacturer narrative:
The reason for this revision was reported as glenoid failure. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was left in the patient and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 866c1782. A total of 139 complaints have been submitted against this part number. The root cause for the glenoid failure was reported as the patient having poor bone stock and being non-compliant with post operative directions. The event is deemed to be non-product related. There are no indications of a product or process issue affecting implant safety or effectiveness.